Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open thoracic surgery. On the third firing, the device would not clamp down and would not allow the surgeon to push the green button to fire the device. There was no patient injury.